Manufacturer narrative:
The removal of the stabolt lumbosacral plate implanted on (B)(6) 2013, was not the result of a problem with the device, but rather the bone quality of the patient. B14031430 - 3 hole lumboscral plate 14 mm x 130°. B14046525 - stabolt screw sh8 6.5 x 25 mm. B14046530 - stabolt screw sh8 6.5 x 30 mm. The apix alif cage that was involved in the surgery is reported on MDR. Not returned to manufacturer.

Event description:
One stabolt lumbosacral plate and one impix alif cage were explanted. The revision was due to l5/s1 failure / non-union because of a misjudgement by surgeon and soft patient bone. One screw of the stabolt plate moved and the cage was slightly lose. Posterior fusion extended down to s1 and up to l5 (no longer to l2) using expedium. A new impix alif 14 mm x 12° cage was implanted instead of the impix alif 12 mm x 9°.